Event description:
It was reported that there was no signal in temporary pacing electrode catheter. Per investigator's notification received on 04sep2024, it was reported that the balloon could not be inflated in the temporary pacing electrode catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no signal in temporary pacing electrode catheter. Per investigator's notification received on 04sep2024, it was reported that the balloon could not be inflated in the temporary pacing electrode catheter.

Manufacturer narrative:
The reported event was confirmed cause unknown. The following sample observations were noted: sample was returned coiled up in a ziploc bag. A sticker was affixed on the polybag showing that it was processed by eo sterilization. A 3ml syringe was returned in the bag and was attached to the sample. The sample did not include the safety adapters inserted into each safety lead. No tray or labeling were returned. The balloon was tested for functionality, and it was noted that it was not possible to inflate the balloon. Potential causes of failure: operator error incorrect electrode dimensions, wrong crimper jaws used, equipment malfunction operator error, handling crimp machine out of adjustment or malfunctioning splice machine out of adjustment or malfunctioning, splice band material defective no continuity splice bands/circuit wires touching within mold, circuit wires touching within shaft broken wires caused by: incorrect molder settings, improper placement of bifurcation into mold, handling improper splice / improper contact between circuit wire and electrodes broken wires, non-stripped wires, loose crimp a DHR review did not show any problems or conditions. The instructions for use were found adequate and state the following: "precautions: excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. Inspection instructions: visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. Electrical connections for pacing: 1. Insert adapter pin into standard 2 mm (0.080¿) pin receptacle of equipment (see figure 1). If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down onto adapter. Leave affixed to equipment. Warning: inappropriate electrical connections, e.g., into a wall socket, may pose serious risk of adverse health consequences or death. 2. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.